Manufacturer narrative:
One cardiomems patient electronic system along with power accessories were received for evaluation. External and internal visual inspections of unit revealed exposed wiring of the power supply. Initially, the unit could not power on due to exposed wiring of the power supply. In result a test standard power supply was used for further testing and evaluation. No issues and/or power malfunctions occurred while performing this method. The reported event of sparking was not replicated during testing. The reported event of frayed and exposed wires on the power supply was confirmed.

Event description:
It was reported that sparking was observed from the power supply of the patient electronics system. The patient reported there are exposed wires on the power supply. The power supply was replaced and there were no adverse consequences to the patient.